Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the alarm history shows two cs-054-0001 alarms on (B)(4) 2014. Pump boots to the verify screen with vibratory and audible features. An ezprime and 24hr duration test were successfully competed with no call service alarm being duplicated. Removed the pump cover; no evidence of internal moisture or damage to the pcb was observed. The complaint was verified in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.